Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
(B)(4). Per the maintenance expert: they have no knowledge of patient infection that may be associated with the cooler heater unit, they follow the user manual for cleaning, sanitizing and defrosting, the water is not cloudy or discolored and every six months the unit has preventive maintenance (pm) completed.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was not making ice and the light emitting diode (led) on top was green. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) filled the heater cooler with water and applied power. Pst checked functions; defrost, cool down, maintain, rewarm, cpg and all operated as designed. Pst turned on the circuit breaker for the ice making and when the normal, approximate four minute compressor delay passed, the ice making circuit breaker tripped and the compressor did not come on. Turned the ice making circuit breaker back on and the 220 volt supply circuit breaker to the product surveillance lab tripped. After the 220 volt supply to the lab was restored, plugged the heater cooler back into the 220 volt supply, disconnected the power connection to the compressor and the circuit breaker no longer tripped. The pst measured the resistance to the compressor and it measured 0.37 ohms. Approximately 10 ohms was expected. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.